Event description:
It was reported that during biliary stenting procedure, a catheter tip detachment occurred. The wallstent placehit stent was advanced to the biliary biduct to treat an obstruction. The lesion details are unknown. Before the stent was deployed, the tip of the catheter "was getting loose into the patient's biliary duct." The stent was deployed and the catheter tip detached inside the patient in the biliary duct. The tip was removed with a snare. No further patient complications or injuries were reported. The patient's status is reported as "stable."

Event description:
It was reported that during biliary stenting procedure, a catheter tip detachment occurred. The wallstent placehit stent was advanced to the biliary biduct to treat an obstruction. The lesion details are unknown. Before the stent was deployed, the tip of the catheter "was getting loose into the patient's biliary duct." The stent was deployed and the catheter tip detached inside the patient in the biliary duct. The tip was removed with a snare. No further patient complications or injuries were reported. The patient's status is reported as "stable." It was further reported that the lesion was 60-70% stenosed. The procedure outcome was successful.

Manufacturer narrative:
(B) (4)

Event description:
This product is only ous approved but is similar to an approved us device.

Manufacturer narrative:
Device evaluation by manufacturer: visual examination of the returned device found that the tip was detached from the device. The outer sheath was retracted 56mm from the distal end of the inner lumen and minor kinks were noted in the outer sheath at 31mm, 2mm and 19mm proximal to its distal end. Kinks were also noted at 124mm and 170mm proximal to the distal end of the outer sheath. The shaft was kinked distal to stainless steel shaft and there was a bend in the stainless steel shaft. The distal end of the tip was damaged but otherwise intact. This damage may have occurred during retrieval of the tip from the patient with the snare. The distal end of the inner lumen with the distal radiopaque (ro) markerband was missing and this section appeared to have been cut. The section of inner lumen missing was 32.5mm. This was not a break due to tensile force due to the clean edge on the distal end of the inner lumen. Without the return of the distal end of the inner lumen a full analysis of the device could not be completed. The tip was dissected longitudinally and a microscopic examination of the inside of the tip found the appearance of a possible residue of glue. This indicates that glue had been applied to the device during the manufacturing process as required for bonding of the tip to the inner lumen. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context, as device performance was limited due to anatomical / procedural factors. (B)(4).